Event description:
Initially it was reported that following the implant of one bard perfix plug, the pt developed a post operative infection and underwent explant of the perfix plug (see MDR 1213643-2013-00276). Medical records later provided indicate that the pt was implanted with two bard prefix plugs, the following is based on a review of the medical records: (B)(6) 2013 - pt underwent repair of a right sliding inguinal hernia. During this repair, two bard perfix plugs were implanted into the pt. On (B)(6) 2013 - pt presented to the ER with swelling and erythema of the right side of his scrotum. He was examined with a likely diagnosis of postoperative hematoma. On (B)(6) 2013 - pt presented to his md. The md notes that the scrotum appeared swollen, firm, and erythematous consistent with the presence of a hematoma. The md notes "an ultrasound was performed on (B)(6) showing a fluid collection in the scrotum most consistent with hematoma, although infection obviously could not be ruled out." The pt was given an antibiotic for the possibility of an infected hematoma in the right scrotum. On (B)(6) 2013 - pt returns to the clinic without much improvement in his symptoms. He has been having low-grade fevers and chills and a small amount of tenderness along the back of his scrotum. The md suggested that his antimicrobials be broadened. On (B)(6) 2013 - pt underwent drainage of right groin and scrotal abscess. The md noted that "the fluid collection, as it entered into the inguinal canal and towards the upper scrotum, was clearly infected." On (B)(6) 2013 - pt underwent excision of both infected plugs.

Manufacturer narrative:
Based on the info available at this time, no definitive conclusions can be made. The medical records indicate that the pt developed and was treated for hematoma formation and infection, both of which are known possible adverse events listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the explanted mesh was not returned for eval. No lot number has been provided; therefore a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.